Manufacturer narrative:
(B)(4). The device was received for evaluation. Inspection confirmed that the mini cap sponge had come out of the mini cap. A review of all batch record documents for potentially associated lot number gm1301010 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A CAPA has been opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the foam sponge with iodine came out from the inside of the minicap before patient use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Report 1 of 2.